Manufacturer narrative:
Eval summary: the analysis results confirmed that the lcsc5 device was returned with the distal tip of the blade broken off and missing. The device functioned in air while being activated. However, the device did not cut due to the condition of the blade. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use."

Event description:
It was reported that during the lap gastric bypass procedure, they were using the device during the procedure, and it suddenly stopped working. They continued the operation with bipolar electrocautery. There was no consequences for the patient.